Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for an unknown procedure, the side-arm of a flexor balkin guiding sheath separated from the hub as the device was flushed with saline. The procedure was completed with a new device. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted, as well as a supplier investigation. The complaint device was returned to cook for investigation. The side-arm had pulled free from the hub. Trace amounts of adhesive were observed; however, the residue was minimal and faint. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the lot. A supplier investigation was conducted. The supplier concluded that the supplied component was not manufactured to specification. Responsible personnel were notified. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, supplier investigation, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence that additional devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that supplier manufacturing and quality control deficiencies contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure, the side-arm of a flexor balkin guiding sheath separated from the hub as the device was flushed with saline. The procedure was completed with a new device. The patient did not require any additional procedures or experience any adverse effects due to this event.